Event description:
It was reported that shaft break occurred. An 8mm x 2.25mm nc quantum apex¿ balloon catheter was advanced to the target lesion however the shaft broke. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with a nc quantum apex shelf box. The batch number on the returned packaging and device matched the reported batch number. There was contrast in the inflation lumen. The balloon was tightly folded. There was a complete hypotube fracture 58cm from the strain relief. The hypotube fracture surfaces were oval, which suggests the device was kinked prior to separation. There were multiple kinks throughout the hypotube of the device. Inspection of the remainder of the device presented no damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the hypotube kinks or the separated hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).